Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The sulu was received with a full complement of staples and an engaged interlock. The sulu was reset and loaded into a returned stapler. The staple line formed properly in the test media and the knife cut completely and cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, prior to use, the device partially fired.